Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Customer tested himself twice and results were positive. Confirmatory testing was performed using pcr test method and the result was negative. Customer flushed his nose and returned to work the next day to get re-tested. Upon retest, result was now negative.

Manufacturer narrative:
H.6. Investigation: this memo is to summarize the investigation results regarding the complaints that alleges exposure to qc swab when using kit bd veritor for rapid detection of sars-cov-2 (mn#: 256082), batch number: 0353101. Bd quality performs a systematic approach to investigate exposure to qc swab complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. A batch review was performed for the number provided. The reported issue was unable to be confirmed. The retention testing could not be tested as they are expired. Returned product testing could not be completed as samples are expired. There are no current trends against exposure to qc swab complaints. Bd quality will continue to closely monitor for trends. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Customer tested himself twice and results were positive. Confirmatory testing was performed using pcr test method and the result was negative. Customer flushed his nose and returned to work the next day to get re-tested. Upon retest, result was now negative.